Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified a piece of the fracture at the implant collar. No pre-existing conditions were noted on the product experience report (per). The reported device location was unknown and was used for approximately 11 years. X-ray or picture was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fracture after 11 years. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number: k013227.

Event description:
It was reported that the implant fracture after 11 years. The fracture portion is integrated and will not be removed. Patient had minor bone loss, prosthesis was removed and fractured piece come out. Patient will return for a new implant placement.